Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed high pace impedances. There were no other associated clinical observations. A chest x-ray was performed; a lead fracture could not be confirmed. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service.